Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the pfna blade was r:eceived in unlocked condition. Visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve and at the end cap and the anodized layer is partially worn away at the sleeve. Functional test: during the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required and the tip of the pfna blade did rotate freely. Function test was performed with one of our impactors 356.823 (sample) and did not show any abnormalities. Dimensional inspection: the function test has shown that the blade is functional as required, therefore no dimensional inspection is needed for this device. Document/specification review: surgical technique for pfna was reviewed during this investigation. A manufacturing record evaluation was performed, and no non-conformances were identified. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in december 2020. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. In this relation we would like to point out to the pfna surgical technique where in section 8 is described how the pfna blade is attached to the impactor. Relevant is there the sentence: push the pfna blade gently towards the impactor while attaching the pfna blade. Because this ensures that the thread is attached to the blade together with the hexagon. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 04.027.035s, lot number: 80p2351, manufacturing site: bettlach, release to warehouse date: december 10, 2020, expiry date: december 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Evice was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event year is reported as 2020; however exact date of event is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a surgery. During the surgery, the pfna blade wasn¿t locking after implanting. The blade was removed the surgery was completed successfully. There were no patient consequences reported. This complaint involves one (1) device. This report is for (1) driving cap with handle adapter. This is report 1 of 1 (B)(4).